Manufacturer narrative:
E3: non-health care professional; e2: no the device was returned to olympus for evaluation and the customer's allegation of crack on the side and oily residue found in between the gaps near the gold pins was confirmed. As per the follow-up response from the customer, the device was cleaned, disinfected, and sterilized before it was sent to olympus. The customer does not know what the foreign material was. There was no delay to the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer did not wipe/brush all external surfaces of the endoscope with clea lint-free cloth, brush or sponge. The reprocessings teps were folowed as per the instructions for use (IFU). The device was not used on patients with the abnormality reported. A device history record (DHR) was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Page 19 the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head video connector paddle had a crack on the side and oily residue found in between the gaps near the gold pins. The issue occurred during reprocessing. There was no patient involvement.